Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unable to enter auto basal. The customer¿s blood glucose was 53 mg/dl. The customer¿s sensor glucose was 71 mg/dl and the customer¿s current blood glucose was 78 mg/dl. The customer declined to troubleshoot for high and low blood glucose. Customer stated that he got on a plane with a high blood glucose was 220-240 mg/dl. Customer stated that his blood glucose was 242 mg/dl and he put in a temp basal. Customer stated that the insulin pump alarmed stated that he was 53 mg/dl so customer drank 4 juice boxes. Customer stated that the insulin pump came back and the insulin pump was saying he was 39 mg/dl. The product was not returned for analysis.